Event description:
It was reported that a dissection occurred. After a 2.75 x 16 synergy drug-eluting stent was implanted to treat the target lesion. Afterward, some dissection was noted and another stent was implanted to cover. No other patient complications were reported and the patient is ok.

Manufacturer narrative:
Initial reporter address 1: (B)(6).